Event description:
On (B)(6) 2015 severe redness was observed at the stoma site of a patient in (B)(6). The gastroenterologist assessed and prescribed zinadol 500mg 1x2 (started (B)(6) 2015) and fucidin 1x2 ointment was recommended. The abbvie peg tube was implanted (B)(6) 2015. Update received on 29-jul-2015 indicates stoma clinical condition is perfect. Zinadol intake was terminated on (B)(6) 2015. Since the gastrostomy clinical condition has been improved.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. (B)(6). The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. If any further relevant information is identified, a supplemental medwatch will be filed.